Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). E1: initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6). H3 other text: product not returned.

Event description:
The customer reported the rad-g was "switching off automatically." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device powered on via battery and ac power, however, the power button was being activated even when not physically pressed. The power issue was due to shorting inside the on/off button which created an electrical short across the button. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the rad-g was "switching off automatically." No patient impact or consequences were reported.